Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that this failure was caused by a damaged backlight inverter cable p/n ¿ (B)(4).

Event description:
The customer reported that the ventilator display turns very dark. The customer reported there was no patient involvement.